Manufacturer narrative:
B6: the genomic dna sample was sent to grifols ih center for dna sequencing of gypa exons 1 to 7. The predicted genotype obtained by sequencing and ID core xt is the same, gypa*m homozygous with a predicted phenotype m+ n- (upper case). Hence, gypa sequencing has not detected any variant in the gypa gene that could explain the n positive result obtained by serology . ID core xt reported a predicted n negative phenotype, but a serology data from the user is n positive. Since ID core xt agreed with sequencing, this is not considered a discrepant result and a malfunction of ID core xt.

Event description:
Historical result was n positive. Predicted phenotype with ID core xt was n (upper case) negative. Serology phenotype with two different products resulted n (upper case) positive and n negative.

Manufacturer narrative:
The investigation is still on-going. No conclusion is available for this malfunction.

Event description:
The customer reported a possible discrepancy. The serological phenotype was n- (upper case) but when tested with ID core xt resulted phenotype was n+ (upper case).